Event description:
Patient was revised due to pain and vertical cup at 50-55 degrees.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: narrative.please disregard the prior submission for MFR report number 1818910-2012- 06115.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2012: litigation documents were received. Litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with his ability to perform activities of daily living. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The report states: patient was revised due to pain and vertical cup at 50-55 degrees. Doi: (B)(6) 2006; dor: (B)(6) 2012 (right side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.